Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) failed the all manifolds test. No patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. The getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assembly. The fse completed the pm. The unit passed all functional testing.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).